Manufacturer narrative:
Upon investigation into the patient's alleged burn, it was later confirmed that instead the patient only had a small blister which resolved on its own. Patient did visit an urgent care center for post treatment care and was suggested to take sunblock and flamazine topical medication for healing. Blisters are an expected side effect from laser treatments. The device was evaluated and found to be operating out of specification (on the higher end), beyond the +/- 20% range. Cynosure's service technician performed repairs by replacing the device's beam-block assembly and yag wavelength lamp components to resolve the issue. This is reportable because the device was found operating beyond the acceptable specification range and patient had medical intervention.

Event description:
Patient developed an alleged 3rd degree burn on right of face from a laser hair removal procedure.